Event description:
Additional information. A new lead was implanted on (B)(6). No patient outcome was reported.

Event description:
Additional information showed the patient's lead was successfully revised. It was believed the high impedances were caused by the old lead. The patient outcome was reported as "full pain relief."

Event description:
It was reported impedances were >10,000 ohms at implant, except electrodes 2, 3, and 4 appeared to be viable electrodes that could be used. A new adaptor was used, however, impedance readings did not change. The adaptor was also switched from the 0-7 port on the stimulator to the 8-15 port, but impedance readings were still the same. The stimulator was being implanted as a replacement device for a stimulator that had a depleted battery. It was unknown whether the impedance issue existed prior to the replacement. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3998, lot #j0401917v, implanted: (B)(6) 2005. Extension: model 748940, serial #(B)(4), implanted: (B)(6) 2005. Extension: model 748940, serial #(B)(4), implanted: (B)(6) 2005. Adaptor: model 74002, lot #n315011, implanted: (B)(6) 2012.

Event description:
Additional information. The leads were tested, and the leads were scheduled to be revised (B)(6) 2012.